Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced difficulty removing multiple cartridges from the pump due to the customer not having enough strength. Customer's blood glucose (bg) was 529 mg/dl. A manual insulin injection was administered to address bg level. Customer had assistance removing the cartridge, and successfully resumed insulin delivery.